Event description:
Boston scientific received information that this device was explanted for normal battery depletion and there was no allegation from the field regarding the function of the device. Four months later, the device was used as a temporary pacemaker on the outside of a different patient's body. While the pacemaker was being used in an off-label manner, the lead safety switch tripped due to high out of range impedance measurements on the non-boston scientific temporary right ventricular (rv) lead. The rv lead polarity was reprogrammed to bipolar and the safety switch option was deactivated. The temporary pacemaker system was taken out of service seven days later. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.